Event description:
During routine follow up, the pacemaker device involved in this MDR report could not be interrogated. A switch to standby mode with an engineering software was attempted to proceed to a complete device re-initialization; however, after the step, the interrogation of the device could not be completed. Therefore, the manufacturer recommended to evaluate device replacement. It should be noted that the patient had a traffic accident some time ago.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.